Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient experienced low blood glucose (bg) of 36mg/dl with dizziness and confusion about an hour after two boluses were delivered. The patient¿s bg was reportedly treated with juice and glucose tablets, and the patient¿s bg reportedly resolved to 150mg/dl. The reporter initially stated that the patient had denied delivering both boluses, stating that the patient had delivered a bolus for a snack around 3:30pm. The pump history showed two 0.9unit boluses, one at 3:31pm and another at 3:42pm. The pump history also showed two boluses close together around the patient¿s lunch time: a 1.7unit bolus at 11:39am followed by a 2.1unit bolus at 11:41am. The patient denied delivering the 11:41am bolus. The reporter stated that the patient typically boluses on his own. The reporter called back later stating that the patient admitted that he had been changing the pump settings, and that there was no actual malfunction of the pump. The patient reportedly continued on insulin pump therapy. The reporter denied any history inaccuracies prior to (B)(6) 2013. This complaint is being reported based on the allegation that the patient experienced hypoglycemia with use error of the pump as the reported cause.

Manufacturer narrative:
The pump has not been requested for return. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box showed data beginning on (B)(6) 2015. The data from the time of the alleged incident was unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring; no unprogrammed boluses occurred during this time. The keypad buttons were tested and no hypersensitivity was observed. The pump passed delivery accuracy testing and was found to be delivering within required specifications.